Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® endotracheal tube had been punctured. The tube was required to be changed out with no reported adverse effects.